Event description:
It was reported that the left ventricular lead exhibited varying thresholds. The physician was satisfied with the battery longevity estimates using a different vector, therefore the lead remained implanted. The patient's condition was normal.